Manufacturer narrative:
Continued (phone number): (B)(6). Continued (email): physician's assistant: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and crease/folding of implant.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "some folds and peripheral radial folds" via MRI. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell.

Event description:
Device has been explanted.